Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had very friable skin and the non bsc pads had very sticky glue around the circumference. The pads were placed on the upper thigh of the patient. The ablation was successful. The minor first degree burns were on the lateral superior edge of the pads noticed after the procedure was completed.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient sustained a pad burn. The patient was undergoing radiofrequency ablation (rfa) with a rf3000 radiofrequency generator in the kidney. The unspecified grounding pads were placed and rechecked midway through the case, prior to starting ablation. Placement was noted to be perfect. A small area of superficial burn resulted at one corner including blistering. Another area of erythema was present at another corner. An assessment noted what appears to have been a treated ringworm rash at the site as well. This didn't seem to be active and did not directly overlap with the site of the burn. There were no further patient complications reported.